Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: the lead is part of the advisory for this model. Evaluation summary: (B)(4): helix disengaged from helical channel, the defibrillation coil was distorted, the connector pin bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the physician attempted to reposition the right ventricular lead but the screw did not deploy after 20 - 30 turns. The lead was removed and replaced. It was further reported that during implant attempt of another right ventricular lead, the lead was too short for proper placement in the heart. The lead was not used and was replaced. No patient complications have been reported as a result of this event.